Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was noted to have broken distal end. There was no reported injury. On march 27th, 2026, intuitive surgical (is) obtained the following additional information regarding this event: the instrument is available for analysis. No piece of the distal end detached from the instrument. There was no awareness of any recent harm during a robotic procedure. It was unknown if a fragment fell into the patient. All robotic procedures were completed. It was also unknown if the incident caused a delay in the procedure or the duration of any delay. Unfortunately, not all information is available, as the instrument came back from sterilization marked as needing repair and some details were lost during processing.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.